Manufacturer narrative:
Upon reassessment of the reported event, this device was identified to have not caused or contributed to the reported event. The initial report should be voided.

Event description:
Upon reassessment of the reported event, this device was identified to have not caused or contributed to the reported event. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157854 - m2a magnum cup ¿ 867850; 157448 ¿ m2a magnum head ¿ 505270; 192113 ¿ echo por fmrl lat ¿ 244080. Mw5081947. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products are still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 -00274, 0001825034 -2019 -00277, 0001825034 -2019 -00280.

Event description:
It was reported that patient underwent a left hip procedure. Subsequently, patient presented to physician with left help pain and was informed of metal on metal replacements rubbing, resulting in metal to enter into the blood stream. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.